Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal. Patient forwarded to endo specialist. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received that no patient injured and all the broken parts were retrieved from the patient mouth, and tooth filled without the broken part. Treatment concluded. Since this is the case the (B)(4) applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.